Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2023-00390. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead and the right ventricular lead exhibited noise. The right atrial lead and the right ventricular lead were explanted and replaced. During the procedure, it was noted that the leads exhibited lead abrasions. The patient was in stable condition.